Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification in relation to the customer reported 'upstream occlusion' which was not reproduced during evaluation. A review of the event history log identified 'upstream occlusion!' Messages. The alarms in the log were likely a result of normal pump operation. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.